Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in finland, at the implant of a 29 mm sapien 3 valve by ta approach in aortic position, the certitude balloon burst immediately after full inflation, but the valve was in a perfect position without pvl. Certitude delivery device was removed through the sheath, but the tip (nose cone and distal part of balloon) was separated, still remaining on the guidewire. Due to the patient´s general condition with several co-morbidities, it was decided not to attempt surgical or wire-based retrieval of the tip, it remains lodged in apical myocardium. Patient´s incision was closed without any bleeding and the condition was reported as stable.

Manufacturer narrative:
The patient had severe vessel calcification, and moderate tortuosity. The native annular and leaflet calcification was severe. The certitude delivery system, sheath and introducer were returned to edwards lifesciences for evaluation. The distal tip, nose tip, and guidewire lumen were missing from the delivery system. The returned device was visually inspected for any abnormalities. The entire guidewire lumen was also missing from the system. The distal end of delivery system missing (half of inflation balloon, nose tip, guidewire), and there was a radial and longitudinal burst/tear on inflation balloon. No functional testing was able to be performed due to the condition of the returned device (balloon ¿ burst and distal tip, nose tip ¿ separated). Balloon (single) wall thickness measurements were taken on the balloon to ensure that the wall thickness was within specification. A thin wall could contribute to a balloon burst. The balloon single wall thickness measurements met the specification. The affected work orders were reviewed and did not reveal any issues that could have contributed to the complaint event. Review of lot history revealed one similar complaints for ¿balloon burst, nose tip separation or withdrawal difficulty¿. A review of the complaint history from march 2016 to february 2017 revealed other returned complaints for the edwards certitude delivery system (all models, sizes) for a ¿balloon ¿ burst¿. A review of the complaint history reveals that the occurrence rates did not exceed the february 2017 control limits for the trend category of ¿balloon burst¿ for the certitude delivery system. Due to the similar nature of the complaints, complaint history for the edwards certitude delivery system (all models, sizes) was reviewed for both "delivery system ¿ withdrawal difficulty¿ and "delivery system ¿ withdrawal difficulty-through sheath¿. A review of the complaint history from march 2016 to february 2017 revealed three other returned complaints for ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ and no other complaints for ¿delivery system ¿ withdrawal difficulty¿. A review of the complaint history reveals that the occurrence rates did not exceed the february 2017 control limits for the trend category of ¿withdrawal difficulty¿ for the certitude delivery system. A review of the complaint history from march 2016 to february 2017 revealed no other returned complaints for the edwards certitude delivery system (all models, sizes) for ¿distal tip, nose tip ¿ separated.¿ a review of the complaint history reveals that the occurrence rates did not exceed the february 2017 control limits for the trend category of ¿separated¿ for the certitude delivery system. No IFU/training manual deficiencies were identified. During balloon manufacturing, the balloon iss 100% visually inspected. Upon completion, the devices also undergo multiple 100% final inspections. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. During manufacturing, the delivery system is 100% visually inspected by manufacturing and quality. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaint for balloon burst was confirmed based on visual inspection of the returned device as the balloon had a radial tear and longitudinal tear. However, no potential manufacturing non-conformances were identified as the dimensional measurements met specification. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supported that the balloon and associated delivery system have proper inspections in place to detect issues related to the balloon burst. Per the cer, the patient¿s native annulus and valve leaflets were severely calcified which can result in balloon damage and subsequent burst. Based on available information from the complaint history review, the suspected root cause is likely due to patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. The results of this technical summary further supports the suspected root cause of patient factors (calcification). The complaints for ¿delivery system ¿ withdrawal difficulty¿ and ¿distal tip, nose tip ¿ separated¿ were confirmed based on the returned condition of the device. However, no indication of a potential manufacturing nonconformance was identified. It is possible that the ruptured balloon caught on the distal sheath tip, which prevented the delivery system balloon from being easily retracted into the sheath. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device, such as patient vascular calcification/ vascular tortuosity, sheath insertion angle and/or coaxiality of the device being retrieved. As noted in the cer and complaint description, the patient was ¿severely universally calcified¿ and the access vessel had severe calcification and moderate tortuosity. With the experienced withdrawal difficulty, the excessive force used during attempts to retrieve the balloon could have caused the ruptured balloon material to separate, further separating the distal nose tip and guidewire lumen from the delivery system. Subsequently, the remainder of the device (nose tip and guidewire lumen) remained inside the patient. Due to the patient´s condition an attempt to surgically remove the remaining parts could not be made. As such, the root cause for the balloon burst, delivery system withdrawal difficulty, and nose tip separation and can likely be attributed to patient/procedural factors. Since no manufacturing non-conformances were identified during the product evaluation and no labeling/IFU/training deficiencies were identified, no preventative or corrective actions are required. Furthermore, since no product non-conformances were identified and the failure modes did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaints for ¿balloon burst, distal tip, nose tip - separated and delivery system withdrawal difficulty¿ were confirmed, but no manufacturing non-conformities were identified during the engineering evaluation. Available information suggests that patient and/or procedural factors may have contributed to the complaint. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the february 2017 control limits for respective trend categories. Therefore, no corrective or preventative action is required at this time.